Event description:
Patient underwent posterior repair and transobturator tape placement with perineorrhaphy approximately seven years ago for stress urinary incontinence and rectocele. She subsequently began to have foul smelling discharge and was noted to have a posterior vaginal wall mesh erosion. Conservative management with vaginal estrogen was unsuccessful so the decision was made to offer her surgical management, and she desired to proceed.